Event description:
It was reported, that an occlusion alarm occurred. Tandem customer technical support offered to complete a system check to identify the location of the blockage. However, the customer declined troubleshooting. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.